Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited shock lead impedance measurements which varied from the 40's to 105 ohms. It is reported that at implant of the implantable cardioverter defibrillator (ICD), successful conversion was difficult even with reversed polarity tried. The physician plans to surgically abandon the lead and replace it with a new implantable transvenous defibrillation lead.